Event description:
The following has been reported: biomed reported: "no patient harm IV pump that is having an issue. Staff stated that the pump gave a "pump problem" error. Error confirmed. When retrieving logs, the dashboard gave an error "pump log request failed." Serial number: (B)(6). 05/12/2026- biomed reported: ran an infusion on the primary and secondary without issues. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.